Manufacturer narrative:
Spacelabs tested a remote display controller and found the device operated as designed. The reported delay is a result of internal processing through components, cables and signal processing circuits; and communication of the info from the primary display to the remote display through a network. Such a delay is unavoidable when using electronic circuits and reflects the current state of the technology and data transmission on a network. We reviewed our documents based on the use info from the hosp, and determined to update our labeling to address the delay issue.

Event description:
The hosp reported that a remote display used in or had a 3 second delay from their primary monitor. The remote display was connected to a spacelabs remote display controller.